Manufacturer narrative:
One medfusion pump was received with the tabs broken on the bottom case and the battery was not charging. The event log was reviewed and there was evidence of a motor not running error. Inspection and multiple flow and occlusion tests were performed. The reported case issue and noisy operation were able to be confirmed. The motor not running error could not be replicated. The user may have installed the main board back onto the extrusion. The case damage was user induced and from use on noisy operation. The parts in the pump were over 5 years old. This issue is a result of the customer's physical damage to the device. In addition, this issue was user induced as a result of the user's non-performance of required periodic preventative maintenance activities and the user's general neglect. The motor assembly and other defective components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump was dropped and the back tabs on the bottom case were cracked. The ear holding the syringe was chipped, the main board screw popped out, the motor was running really rough, there was a grinding noise and the motor was not running. There was no patient or clinical injury.